Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: avista MRI perc lead kit 74 cm, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 5156578.

Event description:
It was reported that during a new ipg implant procedure, the existing leads were cut while trying to access the battery site. The physician replaced the leads with the same lead model. The patient was doing well postoperatively. The explanted leads will not be returned.